Manufacturer narrative:
Results: the lantern was fractured approximately 34.5, 53.5 and 78.5 cm from the hub. The lantern was kinked approximately 43.5 cm from the hub. The distal tip of the lantern was ovalized. Conclusions: evaluation of the returned lantern confirmed that the catheter was fractured. If the lantern is forcefully manipulated with resistance during use, damage such as a fracture may occur. The root cause of resistance could not be determined. Further evaluation of the device revealed a kink on the catheter and an ovalization on the distal tip. This damage was likely incidental to the complaint. The pod pc mentioned in the complaint that was removed with the lantern was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01263.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01263.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using a lantern delivery microcatheter (lantern), pod packing coils (pod pcs), ruby coils, and a catheter. During the procedure, the physician implanted a ruby coil in the target vessel using the lantern. The physician then attempted to implant a pod pc, but the pod pc did not fit in the vessel. Subsequently, the physician decided to remove the pod pc. While retracting the pod pc and the lantern through catheter, the lantern broke at the mid-shaft. It was reported that while removing the pod pc through the lantern, the physician experienced resistance. Therefore, the pod pc and lantern were removed together. The procedure was completed using a non-penumbra catheter, non-penumbra coil, and the same catheter. There was no report of an adverse effect to the patient.